Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous history. The travel coarse error was identified in the event history log (ehl) review. The customer reported issue was confirmed as the clutch slips during occlusion test. Further investigation found molding issues with the left clutch creating an eclipse shape in the teeth engagement profile instead of circular which results in an incomplete engagement with the leadscrew leading to premature wear on the co-vertex areas and little to no signs of wear on the vertex areas of the clutch teeth profile. All the worn and damaged components were replaced and the sensors were recalibrated.

Event description:
It was reported that the device has travel coarse error and a broken screen. There was no patient involvement.